Manufacturer narrative:
A philips field service engineer (fse) confirmedloudspeaker problems. There was no sound after the monitor alarmed. The fse replaced the loudspeaker to resolve the issue. E1 reporting institution name: (B)(6). E1 reporting address line 1: (B)(6).

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating there was no alarm sound. The device was in use on a patient at the time of the event. There was no adverse event reported.